Event description:
Ventilator failed to connect with nurse call alarm system at facility. When connected to nurse call system, nurse call alarmed continuously. Alternative ventilator needed to be used to assure pt's safety. Ventilator sent to (B)(6) for further testing.